Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device throws three clips at once. They come crossed and do not close. Procedure was completed using same like device. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned inside its sterile package and in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 21 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: was cholangiogram done on procedure? No did scissored clips cut tissue? If so, how was tissue repaired? Any change to procedure or post op patient care? No, scissors did not cut the tissue, an alternative product has been used to proceed with the procedure.